Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation did not experience any downstream occlusion errors during testing, however the digital pot settings were found out of specification. The force sensor no tube calibration was required to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.